Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's system board was removed and returned. The reported malfunction was not replicated or confirmed. The system board was put through extensive testing without duplicating the malfunction. The customer indicated the replacement system board resolved the issue. No trend is associated with reports of this type.